Event description:
Terumo medical corporation received the following information: it was reported that access was obtained in the left common femoral artery with a 5fr microaccess, over the wire a 6fr pinnacle sheath was advanced in exchange for micropuncture. Angiogram performed and over the wire access into the right superficial femoral artery was acquired and the pinnacle sheath exchanged for a 6fr 65 cm destination. Attempts were made to cross the lesion unsuccessfully. Over the 0.014 guidewire advantage, the auryon catheter was advanced close to the lesion. The wire was pulled into the catheter but not completely outside of it, then the laser was used to cross the lesion, the wire was advanced once more outside the catheter to cross the lesion and to navigate the vessel. The auryon catheter was exchanged for navicross, and an attempt to exchange wire was performed, this is when the tip of the wire got separated from the rest of the wire. With aspiration on the navicross, this was pulled out of the body in hopes that the tip would also be removed however the tip remained. The tip was removed with a snare after a few attempts. After the wire tip was removed from the body the procedure continued successfully, with balloons, stents and perclose as the closing device. The estimated blood loss was less than 250cc. The procedure was successfully completed, after retrieving the wire tip, without any other incidents.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cardiovascular lab inventory coordinator. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the product with the involved product code/lot number no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Please refer to section h10 for the related importer report. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.